Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, other relevant history and new events: abnormal bleeding (vaginal)), menorrhagia and dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test no". The patient's medical history included lower abdominal pain, back pain, headache, visual impairment, edema, pre-eclampsia, dizziness, nausea, vomiting and tingling sensation. Concurrent conditions included ovarian cyst, uterine bleeding, uterine fibroids, uterine bleeding, dysmenorrhea and joint pain. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), metrorrhagia ("metrorrhagia (bleeding between periods)"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating"), menometrorrhagia ("excessive and irregular menses"), thrombosis ("clots") and dysfunctional uterine bleeding ("dysfunctional utrine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,diagnostic laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, psychological trauma, metrorrhagia, gastrointestinal disorder, abdominal distension, menometrorrhagia, thrombosis and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date (B)(6) 2017. Received treatment for abdominal pain, general abnormal bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received new event added metrorrhagia (bleeding between periods), gi conditions, bloating, excessive and irregular menses, clots, dysfunctional uterine bleeding, device monitoring procedure not performed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, back pain, headache, visual impairment, edema, pre-eclampsia, dizziness, nausea, vomiting and tingling sensation. Concurrent conditions included ovarian cyst, uterine bleeding, uterine fibroids, uterine bleeding, dysmenorrhea and joint pain. Concomitant products included ibuprofen. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,diagnostic laparoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date (B)(6)2017. Received treatment for abdominal pain, general abnormal bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events added: abdominal pain, general abnormal bleeding, psych injury were added. Outcome of the events pelvic pain and general abnormal bleeding was updated to recovered/resolved. Reporter information was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test no". The patient's medical history included lower abdominal pain, back pain, headache, visual impairment, edema, pre-eclampsia, dizziness, nausea, vomiting and tingling sensation. Concurrent conditions included ovarian cyst, uterine bleeding, uterine fibroids, uterine bleeding, dysmenorrhea and joint pain. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), metrorrhagia ("metrorrhagia (bledding between periods)"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating"), menometrorrhagia ("excessive and irregular menses"), thrombosis ("clots") and dysfunctional uterine bleeding ("dyfunctional utrine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,diagnostic laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, psychological trauma, metrorrhagia, gastrointestinal disorder, abdominal distension, menometrorrhagia, thrombosis, dysfunctional uterine bleeding, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date (B)(6) 2017. Received treatment for abdominal pain, general abnormal bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received, new event depression and mental anguish were added, event start sate were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test no". The patient's medical history included lower abdominal pain, back pain, headache, visual impairment, edema, pre-eclampsia, dizziness, nausea, vomiting and tingling sensation. Concurrent conditions included ovarian cyst, uterine bleeding, uterine fibroids, uterine bleeding, dysmenorrhea and joint pain. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), metrorrhagia ("metrorrhagia (bleeding between periods)"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating"), menometrorrhagia ("excessive and irregular menses"), thrombosis ("clots"), dysfunctional uterine bleeding ("dysfunctional urine bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,diagnostic laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, psychological trauma, metrorrhagia, gastrointestinal disorder, abdominal distension, menometrorrhagia, thrombosis, dysfunctional uterine bleeding, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date (B)(6) 2017, (B)(6) 2017. Received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event "post procedural complication¿ was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.